Event description:
It was reported that customer received a button error alarm and was not able to clear due to buttons not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to flattened dome switches on the esc and act buttons. The pump had minor scratches on the display window, a scratched case, cracked battery tube threads and a cracked reservoir tube window.